Event description:
It was reported that the patient presented for a follow-up in the clinic. Upon interrogation, it was discovered that the right ventricular (rv) lead and right atrial (ra) lead had exhibited noise over-sensing. The rv lead and ra lead were capped and replaced on (B)(6) 2024. There were no patient consequences. The patient was discharged post-procedure.